Event description:
It was reported that this previously capped left ventricular (lv) lead was part of a system revision due to infection. Reportedly, the patient had vegetation of the lead and the lv lead was capped previously. The patient also had methicillin-resistant staphylococcus aureus (mrsa) infection. There were no additional adverse patient effects reported. The lv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.